Manufacturer narrative:
Other text: additional information: no patient involvement. Event information updated in section b5.

Event description:
Additional information: no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top and bottom cases not fully closed in the back, broken ear clip, and cracked top case corners. Device underwent functional testing, confirming the reported customer complaint. "Motor not running" found immediately at occlusion test. This was a result of impact that knocked the main board out of alignment in the extrusion slot. The problem source has been determined to be user interface.

Event description:
Information was received that device has motor drive error. No adverse effects reported.